Event description:
The customer reported that when they went to use the device on a patient, it made an unexpected loud noise while plugged into ac power. The users switched to a different defibrillator to care to the patient there was no impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.